Event description:
This report summarizes 6 malfunction events in which the device reportedly had a decrease in pressure. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 6 device investigation types have not yet been determined. Additional information: 6 devices were labeled for single-use. 6 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, d3, h6, h10 6 events were previously reported during the reporting period; however, - 1 previously reported event in this report was subsequently reported under MFR report # 3015967359-2023-00581. - 1 previously reported event in this report was subsequently reported under MFR report # 3015967359-2023-00583. - 1 previously reported event in this report was subsequently reported under MFR report # 3015967359-2023-00584. - 1 previously reported event in this report was subsequently reported under MFR report # 3015967359-2023-00585. - 1 previously reported event in this report was subsequently reported under MFR report # 3015967359-2023-00575. - 1 previously reported event in this report was subsequently reported under MFR report # 3015967359-2023-00576. - 0 previously reported events are included in this follow-up record. H3 other text : event reported on other MFR report #s (see additional mfg narrative).

Event description:
This report summarizes 0 malfunction events in which the device reportedly had a decrease in pressure.